Manufacturer narrative:
There is not enough evidence to exclude the impella cp as an associated factor in the patient's demise outcome given the device related limb ischemia event requiring surgical intervention in addition to the heparin for impella support and its unknown impact to the patient's abdominal bleed. This is one of two devices associated with the event. Refer to medical device report for the impella rp flex sn (B)(6), date of event 03-jul-2025 and patient identifier ending in (B)(6). The impella cp device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp then followed by an impella rp flex device for mechanical circulatory support (mcs). The patient experienced limb ischemia, bleeding and subsequently expired. The patient presented with chest pain and was emergently taken to the catheterization lab. The patient subsequently coded and was shocked eight times before proceeding with the impella cp device inserted via the right femoral artery during code blue procedure. Flows were initiated and eventually the patient stabilized with return of spontaneous circulation. The culprit was a 99% occluded proximal right coronary artery which was treated with angioplasty and drug-eluting stenting. The disease to the left anterior descending and diagonal arteries were planned to be treated on a different day. A right heart catheterization was performed, and the physician proceeded with an impella rp placement via the right femoral vein into left pulmonary artery without issue. Right-sided support was started with flows of 2.5-3.0 l/min achieved. The patient was "extremely" fluid responsive and no marked improvement with rp flex placement. Echocardiogram in the procedure area showed left ventricular function of approximately 55% and right ventricular function slightly diminished, however, not dilated. The patient was sent to unit on bipella (impella cp and rp flex) support. Approximately one day into bipella mcs, systemic heparin drip was ordered with goal of activated clotting time above 200 seconds. The patient had decreased pulses in both extremities with more noticeable symptoms on the impella side. A fem-fem bypass was performed to manage the ischemia. The patient continued to have worsening hemodynamics. In addition, abdominal bleeding was observed, for which multiple blood products were given. A bedside abdominal tap revealed blood in abdomen that was firm. The patient continued to deteriorate from the underlying condition and the decision was made to withdraw care.